Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that some pumps malfunctioned and didn¿t alarm when they reached end of life (eol). The cause of the event, patient symptoms, troubleshooting/diagnostics, interventions/treatment, final patient outcome, and drug information were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.